Event description:
It was reported that pacing impedance on the non-boston scientific right ventricular (rv) lead connected to this device was high out of range. Boston scientific technical services discussed potential troubleshooting options with the health care provider. No adverse patient effects were reported. This implantable cardioverter defibrillator and the associated non-boston scientific rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedance on the non-boston scientific right ventricular (rv) lead connected to this device was high out of range. Boston scientific technical services discussed potential troubleshooting options with the health care provider. No adverse patient effects were reported. This implantable cardioverter defibrillator and the associated non-boston scientific rv lead remain in service.